Event description:
Patient was revised to address pain and tibial tray loosening. Loosening occurred at cement implant interface. Cement was manufactured by depuy. Update recvd 3/15/2015- clinical report states patient was revised to address loosening at the bone/cement interface. Update rec'd 05/12/2015 - the patient's medical records were received. The medical records were reviewed for MDR reportability. According to the medical records, upon revision the patient's tibial sleeve appeared to have some motion and was removed. At this time the sleeve is being added to the complaint and reported.

Manufacturer narrative:
The retained samples for smartset mv eo, pc:3122040, lot:3541399 were tested for dough time, setting time, handling characteristics and mechanical properties. The fmea and IFU have both been reviewed. Implant loosening is a known risk with the use of bone cements and the risk is highlighted in both documents. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.